Event description:
The customer reported that the blood tubing came apart at the port seam of the drip chamber, at the onset of the transfusion; estimated at (1) minute after priming the set. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report of tubing separated was confirmed. During visual inspection, it was noted that both pvc tubing are completely separated from the drip chamber blood filter top cap inlet port. Dimensional evaluation determined both tubing to be within specification(s). Functional testing was not performed as the customer's report was confirmed upon visual inspection. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing came apart at port seam of the drip chamber at the onset of the transfusion, estimated at 1 minute after priming the set. There was no patient harm.